Manufacturer narrative:
The logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: pn: 9735585, sw version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the localizer was not connected. While navigating, the camera abruptly lost connection. The lights on the camera indicated it was functioning as intended. Rebooted the system and proceeded with case. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.